Event description:
The user facility reported that the procedure was a left heart catheterization with right groin access using a 6fr pinnacle sheath. The case was completed successfully, and the patient was confirmed for angio-seal after taking groin shots. The sheath and arteriotomy locator would not click/connect together. They opened a second angio-seal and, again, the sheath and arteriotomy locator would not connect. So, they manually held together the sheath and locator and successfully deployed the second angio-seal device. The patient was moved to recovery and was doing well. The estimated blood loss was less than 250cc. Additional information was received on 03aug2023: the user had difficulty in inserting the locator into the hub. The user did not successfully insert and lock the locator in the hub. There was no audible click on mating. They were never mated so there was no tactile feedback after mating. Multiple attempts were made to mate the locator with the hub. The locator never mated with the hub so there was never a connection. They were uncertain why the locator would not connect other than it would never snap into place. The separation did not occur when device was in the patient. The patient was not hurt due to this issue. They ended up deploying the angio-seal successfully, however, required the locator and hub to be held together manually during part of the deployment process. Patient recovered with no issues.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: cath lab products manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).